Manufacturer narrative:
Additional information was received that the physician suspected device malfunction with the ipg. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not get the ipg to charge. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient could not get the ipg to charge. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.